Event description:
It was reported that during routine follow-up this right ventricular (rv) lead was explanted due to perforation to the heart wall. A new lead was placed and no further additional adverse patient effects were reported.